Event description:
It was reported that the sterile water leaked from the foley catheter and spontaneously removed after five hours of implantation.

Manufacturer narrative:
The reported event unconfirmed. No root cause could be found because the reported event was unconfirmed. Visual evaluation noted received 1 silicone temp sensing foley catheter with sample port. Inflated catheter with 10 ml methylene blue solution (3 drops 1 percentage aq methylene blue per 100ml distilled water). Balloon rested with no leaks. Upon inflation asymmetrical balloon was found with a concentricity of 70:30 which meets specifications which states balloon testing for symmetry must not exceed a ratio of 70:30 when measured from the side of the shaft. Balloon deflated passively under 5 minutes and 3 minutes and 13 seconds. Also received 3 photo samples. First photo sample shows top view of catheter. Second photo sample shows end of catheter with deflated balloon. Third photo sample shows inflation cap which indicates product number as 2758j14 and lot number as nghw3775. Based on the physical sample the reported event is unconfirmed. As the reported event is unconfirmed a DHR review is not required. However, a DHR was completed before unconfirming the event. A labeling review is not required. Correction: d, h this report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the sterile water leaked from the foley catheter and spontaneously removed after five hours of implantation.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.